Event description:
The customer contact reported that during testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2012 by the hospira field service engineer. The power cord was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.